Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis therapy patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as the patient was not wearing a mask. The peritonitis was manifested by cloudy fluid. The patient was not hospitalized for the event. The patient was treated with unknown antibiotics. Twelve days after the onset of peritonitis, the patient recovered from the event. It was not reported if the patient was retrained in aseptic technique. At the time of this report, pd therapy was ongoing. No additional information is available.